Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. After battery installation, unit alarmed pump error 63, 49, 68 and 23. Proceeded to download unit using thus software to further investigate pump error 63. Adapt tool was utilized to find recorded alarms. The adapt tool recorded pump error 63, 4, 23, 49 and 68. Possible hardware issue. Isolate to electronic assembly. Proceeded by cutting unit open and performing visual inspection. Per visual inspection, corroded electronic assembly and corroded battery tube assembly was also noted. The following cosmetic damages were noted: scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and cracked case (battery tube). In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. In addition, pump error 63 was also noted during testing due to corroded electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1712kl was requested and the device was returned for analysis.